Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our edwards affiliate in germany, a transfemoral tavr procedure for a 26mm sapien 3 ultra valve in the aortic position was planned. Difficulties were encountered during the advancement of the valve and delivery system through the esheath. High push force was applied, but the valve could not be advanced. During the device advancement, the valve 'ruptured' the sheath. The rupture occurred at the level of the bifurcation/descending aorta and was observed on x-ray. The x-ray showed the valve was slightly outside of the sheath. The entire system was removed as one unit. The access site was 'slightly' injured during the device withdrawal. No actions were reported. A new valve, delivery system and sheath were prepared and successfully used for the procedure. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. Pre-decontamination evaluation of the returned devices revealed the sheath liner was torn. It was also noted that a piece of the sheath hdpe was found on the bent strut of the returned valve.

Manufacturer narrative:
This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-10066. Update to h6 (component code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect device evaluation. The 14f esheath was returned to edwards for evaluation. Visual inspection revealed the following: sheath shaft is curved, shaft is fully expanded, liner tear is noted at approximately 7.5 cm from distal tip, crimped valve is found at about 7.5 cm from distal tip exposed through the torn liner, hdpe is damaged at distal tip near liner tear location and distal tip opened as designed, but with stretching and multiple scratches along hdpe. Functional testing was not performed due to the condition of the returned device (distal tip opened as designed, liner torn and shaft damaged). Dimensional testing was performed on the liner thickness on one side of the liner and was found to be within specification. A 3mensio and CT imaging was provided and revealed tortuosity and calcification present in the access vessel. Post-procedural imaging of the devices revealed the sheath shaft to have some curvature with the liner fully expanded and the distal tip opened as designed and a liner tear on the shaft where the crimped vale was exposed through the hdpe damage. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed no other similar reported events relating to the event. The IFU/training mitigation/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u/s3ur crimped valve through the esheath/esheath+ resulting in a high push force and sheath damage) is captured in a product risk assessment. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between system components -with the inability to advance through sheath, sheath liner torn, and system components separate during use were confirmed through evaluation of the returned device and procedural imagery. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigation supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint event, 'there were resistance while introducing the commander delivery system with crimped valve through esheath and it was not possible to push the delivery system. The valve ruptured the esheath at the level of the bifurcation/descending aorta and at x-ray, it showed that the valve was slightly outside the esheath. The whole system was removed as one unit.' Per the follow up communication, 'the root cause of the resistance was not clearly distinguishable between the thrust for the sapien3 ultra 26 mm and the anatomical condition. Very tortuous femoral left and right and seem calcified.' Per review of the returned imagery, calcification and tortuosity were present in the access vessels. Post-procedural device photos show the delivery system and crimped valve inserted through the sheath, sheath shaft curvature, liner fully expanded, distal tip opened, liner tear, and hdpe damage. Per evaluation of the returned device, the sheath shaft was curved, liner fully expanded, and liner torn. The crimped valve was located within the sheath approximately 7.5 cm from the distal tip and there was sheath damage at the same location. The distal tip opened as designed but there many scratches were noted along the distal tip. Per the training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.' Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement of the delivery system and crimped valve. Tortuosity can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system, further contributing to friction/resistance between the delivery system, crimped valve, and sheath. Due to the increased resistance/friction, the valve can catch onto the liner/sheath and if excessive manipulation is deployed to overcome experienced resistance, the valve can catch onto and tear through the liner and sheath, causing a piece of the sheath shaft to separate. In this case, available information suggests that patient factors (tortuosity, calcification) and/or procedural (valve caught on liner/sheath, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with high push force of the commander delivery system with s3u through the esheath+.